Manufacturer narrative:
(B)(4) follow up: a device history record review was completed by our quality engineer team for provided material number 302830 and lot number 4122296. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
Material#: 382830; batch number#: 4122296. It was reported by customer that pharmacy technician removed a 20 ml bd syringe, during review of item, it was noted that the volume gradients were not calibrated correctly with the lines starting too far down the syringe, resulting in 7 ml of fluid in the syringe when it was drawn back to the 5 ml line. Syringe was removed from the area and remaining supply was reviewed to ensure accuracy. Rcc received a complaint via email. Pharmacy technician removed a 20 ml bd syringe, during review of item, it was noted that the volume gradients were not calibrated correctly with the lines starting too far down the syringe, resulting in 7 ml of fluid in the syringe when it was drawn back to the 5 ml line. Syringe was removed from the area and remaining supply was reviewed to ensure accuracy. Lot - 4122296.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 382830 . Batch number#: 4122296. It was reported by customer that pharmacy technician removed a 20 ml bd syringe, during review of item, it was noted that the volume gradients were not calibrated correctly with the lines starting too far down the syringe, resulting in 7 ml of fluid in the syringe when it was drawn back to the 5 ml line. Syringe was removed from the area and remaining supply was reviewed to ensure accuracy. Verbatim#: rcc received a complaint via email. Email(s) attached pharmacy technician removed a 20 ml bd syringe, during review of item, it was noted that the volume gradients were not calibrated correctly with the lines starting too far down the syringe, resulting in 7 ml of fluid in the syringe when it was drawn back to the 5 ml line. Syringe was removed from the area and remaining supply was reviewed to ensure accuracy. Lot - 4122296.